Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event that occurred in the united states. The user facility returned the loaner endoscope pentax medical video gastroscope model eg-3870utk, serial number (B)(4) on 04-jun-2019. The endoscope was inspected by pentax medical service under service order (B)(4), and the technician primary operation channel blocked as there were multiple buckles noted. The technician documented the following failure codes on 11-jun-2019: passed dry leak test, umbilical cable buckle at control body side, passed wet leak test, umbilical cable single buckled under pve root brace, balloon socket cylinder chipped rubber, eus cable short buckled under junction root brace, eus connector cable short bump at control body root brace. The device underwent repairs including the following components: operation channel, air/water tube, bending rubber, deflector washing socket cylinder. The user facility responded to a good faith effort (gfe) email request on 25-aug-2020 stating the problem was found during reprocessing and there was no patient injury nor delay in the case using endoscope model eg-3870utk, serial number (B)(4). The procedure was completed using this endoscope. Model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2013. The endoscope was approval by final qc on 11-sep-2019 and put back into loaner inventory.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: this is an event, in which a foreign matter such as a brush clogs the pipe. The cause is thought to be, that the brush used by the user, during cleaning was broken and remained in the pipe. Pentax has added a method for alerting and detecting in IFU in the event, and also implemented field action.